Manufacturer narrative:
(B)(4). Loading technique. The analysis results showed that one reload was received with the knife not completely within doghouse, one driver up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The knife was manually assisted and the reload was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the cartridge was taken out of the sterile package, the knife blade and some of the staples were exposed. It was not used. A new one was pulled and used to continue the procedure.